Manufacturer narrative:
(B)(4). The lot was manufactured from may 20, 2015 to may 21, 2015. The device was received for evaluation. Visual inspection revealed that the cause of the leak was an untightened blue winged luer cap. The cap was tightened, and a functional leak test was performed. No signs of leakage were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a regional anesthesia infusor was leaking. The device was filled with 0.125% levobupivacaine and 0.9% sodium chloride to a fill volume of 275 ml. This was observed before patient use. There was no patient involvement. No additional information is available.